Event description:
It was reported that a patient presented remotely via (B)(6). The patient's right ventricular (rv) lead was oversensing noise and myopotentials leading to pacing inhibition. The patient experienced fatigue and it was reported that patient presented in clinic with congestive heart failure due to not taking diuretics for several days. The rv lead was explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported events of oversensing noise and myopotentials leading to pacing inhibition was not confirmed. A partial distal portion of the lead was returned in one piece. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of internal shorts. Conductor discontinuities were due to procedural damage to the cables.